Event description:
It was reported that during a laparoscopic gastric bypass procedure, clips were not formed correctly and scissoring on the bleeders along the stomach. This happened with all three devices that were from the same lot number and box. Case completed with another device of a different product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed six clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.